Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the surgeon was able to press the green button but was not able to squeeze the handle. The surgeon was not able to fire the device. Opened up another stapler to resolve the issue. No patient injury.